Event description:
It was reported that this patient received two inappropriate tachy shocks, not isolated to a single episode. Reportedly, the shocks were delivered in secondary and primary vector configurations respectively, and no other vectors were suitable for this patient. Due to this issue, a device reposition was considered but the patient refuse to do the procedure. Subsequently, the subcutaneous implantable cardioverter defibrillator tachy therapy was turned off and a transvenous system is being considered as replacement. This implantable electrode remains in service and no additional adverse patient effects were reported.